Manufacturer narrative:
The communication module was returned in good condition, with no physical damage observed. Upon initial receipt, the device was charged at 100%. Functional testing was performed, and the reported issue was not duplicated. A definitive root cause could not be determined. Upon powering on the device, it successfully connected to the local wi-fi network. The device remained powered on for 30 minutes while the wireless status was monitored, during which it consistently showed as "associated" with no errors reported. No action was taken.

Manufacturer narrative:
D4: UDI unavailable as no item number was provided. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a wireless intermittent signal. There was unknown patient involvement and unknown harm/adverse event reported.